Manufacturer narrative:
Citation: laricchia a, et al. Sex and transcatheter aortic valve implantation: impact of female sex on clinical outcomes. Interv cardiol. 2019 nov 18;14(3):137-141. Doi: 10.15420/icr.2019.07.r1. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an analysis of female patients undergoing transcatheter aortic valve implantation (tavi) and the role of potential sex-specific predictors affecting clinical outcomes. The authors performed a secondary review and analysis of data from publications found through a pubmed search. Patient demographic information was not disclosed. An unspecified number of patients included in the analysis were implanted with medtronic corevalve transcatheter valves. No unique device identifier numbers were provided. The authors cited data from three studies that all showed a higher mortality for men in comparison to women at mid-term follow-up after tavi. Patients treated with non-medtronic transcatheter valves were also included in the study analysis. None of the deaths were directly associated with medtronic product. Among all patients, outcomes included: permanent pacemaker implantation for permanent atrioventricular block or unspecified atrioventricular block; stroke; conversion to open-heart surgery; valve embolization; annular rupture; mild to severe paravalvular aortic regurgitation; patient-prosthesis mismatch; cardiac tamponade; major/life-threatening bleeding and major vascular complications in relation to the peripheral vascular system/iliofemoral arteries. Medtronic product may have been associated with the outcomes. No additional adverse patient effects or product performance issues were reported.